Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Stryker evaluated the customer¿s device but was unable to duplicate or verify the reported issue. The battery pins were replaced as part of maintenance. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.